Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Impella cp was returned for evaluation. Upon visual inspection, no damage was observed. Optical parameters were all found to be within normal range. No alarms were reproduced with returned pump. Data logs were reviewed. Upon review of the data logs and returned product, it is apparent that the console is the potential cause of the issue (please refer to sister record "24-39808-2" for automated impella controller (aic) . No problem was found with the pump during the case.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the impella cp displayed an a-line pressure and position waveform that appeared abnormally out of sync, and a 'placement signal unstable' alarm was triggered. Proper positioning was confirmed, and support was maintained with the implanted pump. No patient harm was reported.